Event description:
Via email, the s hook at the handle detached from the chair. Facility contacted maintenance to reattach it and tighten the s hook slightly. Facility states there are no visible signs of damage to the chain, hook, or grab handle, but facility is concerned that this could occur again or that the metal could be compromised.